Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19497. It wsa reported the pt experienced a burning sensation at the ipg pocket site when stimulation was on. The pt experienced over-stimulation. The pt was reprogrammed twice. The pt reported the ipg would not hold a charge. It was reported the physician recommended the scs system be removed. The system was explanted. Note the pt had two leads from the same lot as part of her scs system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.